Event description:
Foley placed without difficulty. Rn then noted foley balloon to be deflated and catheter out. Rn instilled saline into foley and saline squirted out of the side of the balloon. A 2nd foley placed. Again it slid out. Saline again injected and squirted out the balloon.